Event description:
It was reported that, upon interrogation of this boxed device prior to an implant procedure, the programmer exhibited an error message stating "do not implant". Remote analysis confirmed that the error was a result of prolonged magnet applications, and this caused a decrease in battery voltage. Technical services confirmed that the battery was recovering, and it would be okay to implant the device. The device was not implanted. There were no adverse patient effects reported.